Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing sporadic flashes, frontal and occipital oppressive headache, jaw swelling, and "occasional paranesthesia" of the arm/legs. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. In this report, section h6 (component code grid) and h9 has been corrected. A device was returned to a third-party service center for investigation. During the evaluation, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. There were, however, findings of a reboot error related to the central processing unit. The device was scrapped per the customer's request. H3 other text : evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing light flashes, headaches, jaw swelling, paranesthesia of the arm/legs. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.